Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there appeared to be far field oversensing on the atrial electrograms (egm) during stored atrial tachycardia/atrial fibrillation (af) episodes. The lead remains in use. No patient complications have been reported as a result of this event.